Event description:
It was reported that a blade came out of the handpiece when the trigger was engaged. This happened with a non-manufacturer blade. The case was completed successfully with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the manufacturer for investigation based on this event. A product return was requested. The account advised that a non-recommended blade had been used during the event, and that the handpiece works fine with manufacturer blades so it was returned to circulation. The reported event cannot be confirmed without the product being available for evaluation. A follow-up report will be submitted after a quality investigation is completed if the product becomes available.